Manufacturer narrative:
H3 the product analysis result indicates that the flex circuit was torn 6 inches from the clamshell which would have resulted in the reported event. It is not likely that manufacturing damaged the device and intentionally placed a defective item in the package and the extent of the damage would not have gone unnoticed during manufacturing. Furthermore, manufacturing is required to check the flex circuit for placement and orientation, wrinkles and air bubbles, overlapping, visible damage or defects, and contamination, per the product instruction. There was no significant damage to the packaging to indicate a cause. A review of the global complaint data showed no other complaints about this lot number. The information most likely indicates damage occurred during handling or setup. H6: additional information suggest that fdm b17, fdr c20 and fdc d14 are no longer applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional that during intubation they realized that the part of the electrode came off. When asked if they put some pressure on the device they said no. The procedure was completed with backup product(s). The device had contact with the patient. There was no patient impact.